Event description:
It was reported that after hls cannulae inserted, a blood draw commenced and air was detected entering to the bloodstream at the connection. Later hls cannulae was inspected and a rupture was found on the connector. No harm to any person was reported. Since the failure was detected during treatment, and an air was detected inside the bloodstream, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint # (B)(4).

Manufacturer narrative:
It was reported that after hls cannulae inserted, a blood draw commenced and air was detected entering to the bloodstream at the connection. Later hls cannulae was inspected and a rupture was found on the connector. No harm to any person was reported. The product was investigated at the maquet cardiopulmonary gmbh laboratory on 2026-03-10. The laboratory investigation did not reveal any leakage during the water bath test at a pressure of 2 bar. Further, marks on the connector were observed and are consistent with the use of instruments during treatment. However, these marks were superficial and did not penetrate the connector wall. Based on the investigation results, the product was found as functional and therefore the complaint could not be confirmed. The exact cause of the reported failure could not be determined; however, it may be associated with a user-related connection issue. Customer will be informed by sales & service representative. Further, the production history records (dhrs) of the affected be-pvl 2155#be-hls cannula 21f vl with lot# 3000470508 was reviewed on 2025-01-13. According to the DHR results, the product be-pvl 2155#be-hls cannula 21f vl passed the defined manufacturing and final release specifications. Part of summary reporting for thailand, january 2026 to june 2026. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.